Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed the distal end of a microintroducer with a split on the distal tip of the sheath. A small portion of the sheath was observed to be slightly lifted away from the dilator. No further details of the damage could be discerned in the returned photograph. It was observed that the two returned photographs depicted the same sample. Use residue was observed on the dilator tip of the microintroducer. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported puncture sheath rupture resulted in difficult vascular access, requiring repeat puncture. No further information was provided. It was reported this occurred with two devices. This report addresses both devices.